Manufacturer narrative:
Section b1: corrected. Section b2: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms, which the account attributed to pulmonary hemorrhage. Review of the log files also confirmed low speed advisory alarms, which appeared to be due to changes in the stored patient speed. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log files contained events from 11jun2024 ¿ 15jun2024. Transient and sustained low flow alarms were captured on 11jun2024, the longest of which lasted approximately 25 minutes. Of note, some of the low flow events appeared to be associated with elevated pulsatility index (pi) values. Review of the submitted controller periodic log files confirmed a low speed advisory alarm on 10jun2024, in addition to several low speed advisory alarms recorded on 13jun2024 in the controller event log file. These events occurred per design, due to the stored patient speed being set below the low speed limit. The alarms resolved when the stored patient speed was increased above the low speed limit. Additionally, review of the periodic log files revealed an initial decrease in typical flow that corresponded with a decrease in the stored patient speed on 10jun2024, followed by an increase in typical flow and speed from 12jun2024 to 13jun2024. No other notable events or alarms were captured, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, outlines potential adverse events, including thromboembolism, bleeding, and renal failure, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including flow, pump speed, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also explains that heartmate 3 employs a feature called artificial pulse; although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 revolutions per minute (rpm) above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). This section explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. Furthermore, there are no audible alarms with a pi event. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, describes alarm conditions (including the low flow hazard), as well as the appropriate actions associated with them. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas patient handbook, rev. D, is also currently available. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient came out on veno-arterial extracorporeal membrane oxygenation (va ECMO) for right heart support. Right heart failure existed pre-lvad implant, and it was not considered device related. Fontan fenestration was closed and thrombectomy was done on (B)(6) 2024 in catheterization lab. They were extubated. Va ECMO was changed to veno-venous extracorporeal membrane oxygenation (vv ECMO) on (B)(6) 2024. The remained extubated on (B)(6) 2024. Vv ECMO decannulation and continuous renal replacement therapy (crrt) catheterization placement were done on (B)(6) 2024. The patient had acute onset of pulmonary hemorrhage on (B)(6) 2024, decompensated, coded and was placed on peripheral va ECMO. They went to catheterization lab again on (B)(6) 2024 for coiling of bronchial collaterals. The patient remained on va ECMO, starting to wean. Ventricular assist device (vad) speed was increased. The event log captured numerous low flow events throughout the log with flow noted as low as 1.9 lpm. During code, there was no flow through the vad. Speed dropped from 6800 to 5500. During catheterization, flow dropped once from 3.5 to 1.8, but that was in the presence of waking up and mean atrial pressure (maps) in the 90s on 4200 rpm. After returning from catheterization, no low flows were reported, and maps were consistently 60s. There were several low flow alarms from 11jun2024 at 21:30 until next morning. The patient was decannulated from ECMO on (B)(6) 2024. Low speed advisory was noted on 13jun2024. Additional log file captured low flow alarm events on 11jun2024. There were also several momentary low flow events recorded. Several speed changes were made thereafter. A few low speed advisory events were recorded during some speed change events. Low flows were likely caused by pulmonary hemorrhage. They resolved with coiling of the bleeding vessels. Low speed advisory was suspected suction from bleeding-hemorrhage. The patient was stable, extubated as of (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that although right heart failure existed pre-lvad implant, it progressed to more severe with the vad placement and the patient was unable to come off cardiopulmonary bypass (cpb). The right heart failure worsened during implant procedure. The patient had some measure of renal dysfunction with failing fontan. The cpb caused worsening to acute renal failure (arf) and the patient was placed on continuous renal replacement therapy (crrt) immediately post operation. The patient was exsanguinated due to active bleed/pulmonary hemorrhage and crrt circuit. Crrt was stopped without returning blood as patient was actively coding and crashing on extracorporeal membrane oxygenation (ECMO). Low flows resolved once the patient was given a significant amount of blood products via mass transfusion protocol. The patient was continuing on mechanical circulatory support (mcs) and crrt. They were extubated and rehabbing.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that catheterization based closure of patient's fontan fenestration (via placement of a covered stent in their fontan conduit) and thrombectomy of right pulmonary artery and pulmonary artery on (B)(6) 2024. The reported thrombus was not device or therapy related.

Manufacturer narrative:
B5 - narrative information. H2 - follow-up type. H6 - health effect - clinical code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.